Event description:
It was reported that the foreign material was found inside the urine meter on the drainage bag upon opening a package.

Manufacturer narrative:
The reported event was confirmed. Evaluation found foreign matter inside the urine meter. The foreign matter looks like a clear tape piece. Defect possibly occurred due to clear tape in contact with urine meter during bag manufacturing at supplier site. The reported event was confirmed as supplier related. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[shape, configuration and principles] bard® i.c. Silver foley tray b consists of a balloon catheter, urine-collecting bag for closed drainage system, syringe prefilled with sterile water, water-soluble lubricant, antiseptic solution, tweezers, waterproof sheet, gauze pads, cotton balls and vinyl gloves. There are several types of closed drainage bags. The bag included in the tray will depend on the product."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foreign material was found inside the urine meter on the drainage bag upon opening a package.